Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers alleged patient underwent a left hip replacement surgery using the asr xl acetabular system. Plaintiff seeks equitable relief in the form of medical monitoring fund. No revision or injury reported.